Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Importer- getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical light- powerled. As it was stated by the customer, the handle interface ring suddenly broke and fell off. The issue occurred before surgery however we decided to report the issue in abundance of caution. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. As it was stated, the retaining ring of the handle broke and fell off. Fortunately, there was no adverse outcome reported however we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. Even although there is no trend observed for this failure mode, when reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The main probable root cause is a force applied on the handle. Although a handle is centered into the cupola, an excessive radial force ¿for example a collision with another heavy object or device - could have weakened and damaged the interface handle at this location. What is more, every user need to daily check the sterilizable handle if it clicks and locks correctly. If not, it needs a replacement (according the powerled user manual 01581en ed. 06 page 38). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc: (B)(4) contact person: (B)(6).

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).